Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed the display was blank when the pump powered on. Moisture was observed behind the display lens. The keypad was found to be intact; no damage was observed. The keypad button functionality could not be tested due to the blank display. During evaluation, the keypad was removed and evidence of contamination was found under all of the key contacts. A leak test was performed and revealed a crack in the pump case. There was moisture found throughout the pump case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a blank display screen with moisture behind the display lens. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.